Event description:
It was reported that the procedure was to treat a moderately calcified 80% stenosed lesion in the right coronary artery (rca). The lesion had been well prepared with a non-abbott 2.5 x 25 mm balloon, reducing the stenosis to nearly 0%. The 2.5 x 28 mm device was easily advanced to the lesion, but during inflation the balloon ruptured at 6 atmospheres (atm). The device was removed from the anatomy without any problems. A non-abbott 2.5 x 36 mm drug eluting stent was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and PMA# listed is on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.